Event description:
While examining the download data of a (B)(6) male patient, zoll customer support found gel previously released flags. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel previously released flags) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode cable was ripped from the dn, exposing the wires within the cable. The root cause of the damaged cable cannot be positively identified but was likely physical abuse. No adverse event resulted from the damaged therapy electrode cable. The patient received a replacement electrode belt.